Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of four prostyle devices were successfully pre-placed, two on each side. The sheath was upsized to a 16fr sheath on the right and a 12fr sheath on the left. The tavr procedure was completed. Reportedly post-procedure, when tightening the sutures of the four prostyle devices, they all pulled out of the patient anatomy with the knot intact. A hematoma developed in the rcfa. Manual arterial compression was applied to treat the hematoma and achieve hemostasis at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.